Event description:
The pt underwent generator replacement replacement surgery in 2002. Device diagnostic testing prior to replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. During generator replacement surgery, the physician connected a new generator to the original lead and device diagnostic testing again resulted in a high lead impedance reading (dc-dc code 7 and limit). Physician indicated that he saw some moisture in the lead, indicating possible lead break. The physician did not replace the lead since only generator replacement was scheduled. The pt's incision site was closed, leaving the new generator implanted, and the pt was sent home. The plan is to have an ent surgeon replace the lead at a later date. It is not known at this time whether the lead was damaged during the generator explant procedure or whether a lead problem was in existence prior to surgery.